Manufacturer narrative:
Additional information provided by the field clinical specialist (cs), indicated that when patient was transferred out of the operating room, her heart rate was initially 67 bpm. Shortly after, in the cvicu, the patient was noted to have became profoundly bradycardiac and hypotensive. The patient was administered medications and was resuscitated several times with brief return of her heart rate. A pacing swan was placed but was not successfully in pacing. A transvenous pacer was then placed but only worked briefly. The patient required resuscitation, CPR was started, and because of continuing hypotension and bradycardia the patient was given multiple rounds of epinephrine, calcium, bicarbonate, and was started on vasopressor infusions. The patient continued to be resuscitated, however, all efforts were unsuccessful and the patient expired. The device is not available for evaluation as it was not explanted after the patient¿s expiration. In addition, a design history record (DHR) review was not required/performed as there was no allegation of device malfunction. Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, per report, the cause of the reported complete heart block cannot be determined however patient (marked calcification of the native annulus) and procedural factors may have caused or contributed to the event. It was reported that multiple attempts to pace the patient were unsuccessful and despite full resuscitation efforts, the patient¿s rhythm was unable to be restored. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards clinical specialist, after successful transfemoral tavr procedure, the patient developed complete heart block the night of the procedure and was unrecoverable.